Event description:
Discordant bnp, cortisol and vb12 results were obtained on a centaur cp instrument. The initial results were reported to the physician. The samples were re-tested and the corrected bnp, cortisol and vb12 results were reported. There was no report of adverse health consequences or known patient intervention due to the discordant bnp, cortisol and vb12 results.

Manufacturer narrative:
The customer observed reagent probe offline and reagent probe tag errors. The customer noticed that the bleach line was connected to the water bottle and the water line was disconnected. A siemens technical solutions specialist was contacted by the customer, who performed analysis of the instrument and instrument data. The water line and bleach line were properly reconnected. A system prime and bubble detect calibration were performed, followed by qc and a rerun of patient samples. The instrument is performing within specifications. No further evaluation of the device is required.